Event description:
It was reported that during reprocessing of the needle driver instrument, the black coating was observed to be peeling off.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the black tube insulation is damaged at the distal end. The insulation is gouged on one side and has a .045 x .045 piece missing and sections lifted up roughly 2.3 above the snake wrist. There is also a section below the missing piece where the insulation is heavily scratched. Engineering concluded that the damage is likely due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.